Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that there were concerns regarding premature battery depletion. The remaining battery capacity fell from two years to eight months, in approximately seven months. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that there were concerns regarding premature battery depletion. The remaining battery capacity fell from two years to eight months, in approximately seven months. Subsequently, this device was explanted and replaced with a new device. No additional patient adverse effects were reported.